Event description:
The symptom information initially provided indicates that the customer reported "mrx doesn't pass self test." There was no pt involvement.

Manufacturer narrative:
(B)(4). The local philips service representative later clarified and confirmed that the device failed a paddles therapy test. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.